Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra engine (engine). During the procedure, the engine was powered on for approximately 3-5 minutes while the physician made the first pass and it powered off. Subsequently, the technician attempted to power on the engine for the second pass and found that it would not power on. It was also noted that the power button was not flush with the top of the unit. Upon pushing the power button a second time, the power button remained depressed into the engine housing unit. The engine was therefore, removed and was no longer used in the procedure. The procedure was completed using another pump. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the power button was pushed into the pump housing. The four screws securing the power button to the inside of the pump housing were sheared. The ambient and vacuum sensor tubing were both detached from their respective sensors. During functional testing, the pump was unable to be powered on initially due to a lack of access to the power button. After opening the pump and gaining access to the power button, the device powered on without issue. The vacuum sensor tubing was occluded to close the system and the engine was then able to reach vacuum pressure of approximately -29.0 inhg. Conclusions: evaluation of the returned engine confirmed the power button was inside the pump housing. The power button is secured to the pump lid by four screws. Two adjacent screws appeared to have broken from their fasteners while the other two adjacent screws appeared to not have been fastened correctly. Further evaluation revealed the ambient and vacuum sensor tubing were both broken off from their respective sensors. This damage was likely incidental to the reported complaint as the 4 leds functioned upon first pass of the device. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.